Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd needle eclipse 25x5/8 syringe needle connectivity issue and safety mechanism failure. It was reported by customer that the needle came off of syringe and fell on the floor. When picked up, the safety was not fully closed. Verbatim: rcc received a complaint via email. Email(s) attached. After giving a shot, went to close the safety on the needle and the needle came off of syringe and fell on the floor. When picked up, the safety was not fully closed. The needle safety was closed carefully while still on the floor. Lot - 4250308.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.